Event description:
Event description guidant received information that one year ago, this patient,presented for an office visit and formal interrogation of their device. Upon attempts to interrogate, the field representative only got ???. At that time, the device was still pacing with magnet application and the physician planned to replace the device, as the field representative recommended, however first wanted to obtain insurance approval for the patient. The following day, the patient died. The cause of death was listed as cardiac arrest. The patient's family is now suing the physician for not replacing device sooner.